Manufacturer narrative:
No button error alarm noted. Failure analysis found unresponsive act button due to corroded keypad trace. Failure analysis was also unable to perform displacement test due to unresponsive button. The insulin pump had cracked lcd window, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The husband reported via phone call that the customer received a button error alarm. The customer's blood glucose was unknown. The husband also stated they had a press the act button several times when attempting to deliver insulin. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.